Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the proximal portion of the rca, resistance was encountered while advancing the catheter over another manufacturer's wire. The balloon catheter became locked up on the wire. The balloon catheter and wire were removed as one without incident. No patient injuries or complications were reported.